Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate on multiple occasions. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated the customer on loading room temperature insulin into the cartridge. Customer's blood glucose level was not impacted.